Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected suspend [low sensor glucose], sensor glucose vs. Blood glucose. The customer reported blood glucose value of 50 mg/dl. The customer reported hypoglycemia treated with glucagon. The event involved product(s) mmt-1884l, mmt-7040ma, mmt-332a, mmt-397a. The customer is reporting a discrepancy between sensor glucose and blood glucose which is not within range. Insulin delivery was suspended due to sensor glucose vs. Blood glucose difference. Blood glucose value from reported event was 50 mg/dl. Low limit in the sensor settings was 112 mg/dl. Sensor glucose and blood glucose difference was 62 mg/dl. Sensor glucose vs. Blood glucose difference was not within target range of glucose difference. The customer reported low bgs. No further patient complications were reported. No product return is required for mmt-1884l. No product return is required for mmt-7040ma. No product return is required for mmt-332a. No product return is required for mmt-397a.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having a low blood glucose value of 50mg/dl and having a sensor glucose value of 112mg/dl. Low was treated with glucose, not glucagon. Low limit in the sensor settings was 70mg/dl. Troubleshooting was done for the sensor issue but declined for the low. It was unknown if pump was used within 48 hours of the low. It was unknown if smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.